Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on an unknown date and barbed suture was used. During suturing of the incision, the suture broke when it was pulled strongly with forceps. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: one labeled winding former of product code sxpp1b450 and one needle-suture piece were returned for evaluation. Visual inspection. During visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected. However, slightly marks on the body needle and the end of the suture piece cut that appears to be by a surgical instrument could be observed. Another section of the suture was not returned for evaluation. The product code contains an absorbable suture and the time of exposure that has the suture in the environment could not be determined; therefore, the functional test cannot be performed. The manufacturing records could not be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The following information was requested, but was unavailable: please provide the lot number: no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m.